Event description:
It was reported that during an unknown procedure, there was an issue with a ligaclip. The patient kept on bleeding. It is unknown how the procedure was completed. Patient consequence/current status was not reported.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: can you please clarify event description: ¿there was an issue with a ligaclip¿ did clips not feed into the jaws? Did device not fire clips? Did device fire unformed or malformed clips? Did device fire scissored clips? Did clips not hold on to tissue or vessel once placed? How was bleeding finally controlled during the procedure? How much bleeding occurred? Was a blood transfusion required? Was the procedure altered as a result of the event? If so, how? Was there any patient consequence? Was there a change to the post-op care of the patient? What is the current patient status?